Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID addrs1 implantable pulse generator 2008-(B)(6); 5054 implantable pacing lead 2008-(B)(6). (B)(4).

Event description:
It was reported that a polarity switch on the atrial lead due to low impedance paces. The patient did not recall having any type of surgery or therapy that day. The p-waves were also noted to be low. The lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.